Event description:
Tubing was being used with an alaris pump. Medications were being given through a secondary line; although the pump showed a volume of over 70 ml, the bag was empty. Programming was correct. A second medication was hung at a later date and the nurse watched it free flow despite the programming. The nurse determined the primary tubing was the source of the problem. The patient received a bolus of antibiotics which were to be received over 24 hours. The patient was not harmed.